Event description:
During a lobectomy procedure, 2 of 6 staple lines (inner side) were stapled normally. Staple malformed on the other staple line. Another device was used to complete the case. There were no adverse consequences to the pt.